Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz3 left; cat# 5512-f-301 ; lot# aor4o. Tri ts baseplate size 3; cat# 5521-b-300; lot# a743ra. Triathlon symmetric x3 patella; cat# 5550-g-319 ; lot# kpn3. Tri cemented stem 12 mm x 50 mm; cat# 5560-s-112; lot# 0054299l. Tri cemented stem 12 mm x 50 mm; cat# 5560-s-112; lot# 0062294k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection (surgeon reported infection was clinically confirmed but did not identify the infecting microorganism) after patient sustained a cut on her knee. An I&d with poly exchange was performed.